Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device log on the reported event date of (B)(6)2020 does not show any evidence of the customer report. The device passed full functionality testing and stress testing without duplicating a malfunction to the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.